Manufacturer narrative:
UDI for rmt281414: (B)(4). UDI for plc161000: (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, when attempting to place the contralateral leg component on the ipsilateral side, the trunk-ipsilateral leg component moved approximately 2cm proximally, resulting in the unintentional and complete coverage of the left renal artery. It was reported, that resistance was not encountered and force was not used when advancing the contralateral leg component into position. The cause for the proximal movement of the trunk-ipsilateral leg component is reported to be unknown. The physician elected to explant both devices and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation. The root cause of the proximal movement of the device could not be determined with the provided information. Additional device implanted and involved in this event: (B)(4).